Event description:
It was reported that the custom experienced high blood glucose levels. The customer had also received a lost sensor alert. Troubleshooting for the high blood glucose was done. The customer's blood glucose was 590 mg/dl. The customer stated that she was unable to keep her head up and did not feel well. The customer treated herself with a bolus from the insulin pump. Advised customer that her insulin pump was working as designed. Advised customer to change the entire infusion set, reservoir, and insulin and then treat per healthcare provider's instructions. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.